Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The customer reported the sensor had inaccurate readings that triggered threshold suspend alarm. Troubleshooting was for high readings was not performed. The product was not returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test, excessive no delivery test and displacement accuracy test. Device passed the delivery accuracy test. The test minilink transmitter with the glucose sensor simulator and the test blood glucose meter communicates properly to the device. Device was monitored and no absence of alarms noted during the testing. (B)(4).